Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. A product sample was received for evaluation inside a plastic bag. During functional testing, leak inspection was performed using a manometer and the device did not present leakage. Based on the results of the leak test, the reported nonconformance is not confirmed. Also, during a retain sample analysis, it was observed that de-collapsed circuits are not accepted during the manufacturing process. Root cause cannot be confirmed, no corrective actions taken.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits was found to have leak. During the pre-use check, the anesthesia device issued an air leak alarm. The customer suspected there was a pinhole in the product. No patient injury.